Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator replacement. Upon opening the pocket, an insulation breach was noted on the right ventricular lead. Physician suspected it was due to the lead being "wound too tight." Lead was capped and replaced. Patient was stable after event.